Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced post operative complications, including surgical revision. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the bard soft mesh. The adverse reaction section of the instructions-for-use, supplied with the device identifies seroma, hematoma, fistula, pain and hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jul-2019) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "to drain or not to drain in minimally invasive ventral hernia surgery". The use of wound drains after ventral hernia repair remains controversial. While drains are intended to prevent postoperative complications such as seromas, hematomas, and infections, evidence supporting their benefit is inconsistent. This retrospective cohort study evaluated whether drain placement during minimally invasive ventral hernia repair using the extended totally extraperitoneal (etep) technique reduces postoperative complications. The study analyzed 160 adult patients who underwent etep ventral hernia repair between july 2019 and june 2024 at a single center. Patients were divided into two groups: drain group: 54 patients. No-drain group: 106 patients. All procedures were performed by the same surgeon using standardized etep technique. Mesh placement was retro-muscular, typically bard soft mesh (polypropylene), without fixation. Drains were placed at the surgeon¿s discretion based on intraoperative bleeding tendency or anticoagulant use. Outcomes assessed at 30-day follow-up included surgical site occurrences (sso), surgical site infections (ssi), complications requiring intervention (ssopi), recurrence, and length of hospital stay. Subgroup analyses were performed for robotic vs. Laparoscopic etep and for large defects (>10 cm²). The study reported total post operative complication of 16 - hematoma (3), hematoseroma (3), post operative bleeding with hematoma (1), sepsis (1), abscess (1), superficial bleeding (1), early recurrence (1), intestinal fistula (1), seroma (1), hb relevant postoperative bleeding (1), persistent pain (2). Drain placement during minimally invasive etep ventral hernia repair did not reduce postoperative complications, ssos, or ssis. In fact, in non-complex cases without tar, drains were linked to higher sso rates. Ssis were rare and occurred only in the no-drain group, suggesting drains did not increase infection risk. The study concludes that routine drain use in etep hernioplasty is not supported by evidence and may pose unnecessary risks. Further research is needed to clarify indications for drains in complex cases. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.